Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller tested 6.0 inr and 6.2 inr on the coaguchek xs system while a comparison lab returned as 4.2 inr. Caller's warfarin dose was held based on the lab value. No adverse event reported. Requested return of suspect system and replacement was sent.